Event description:
It was reported that the customer's insulin pump was dropped on the toilet. It was stated that the device has a blank display and rattles. The battery was removed for ten minutes and then re-installed, but the anomaly continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display after the battery installation as a result of a faulty component on the motherboard. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.